Event description:
Patient reported right side rupture and noted being "be treated with antibiotics." The device has been explanted.

Manufacturer narrative:
Device evaluation: crease fold, deformation, calcification-like, wear abrasion, cloudy in the gel and weight to the spec. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5 ; b.6 ; d.1; d.4; d.6; d.7; d.10; g.1, g.3; g.5; h.3; h.4; h.6.

Event description:
Additionally, healthcare professional reported "swelling and pain near the right implant, pain in arms". The device has been explanted.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling

Event description:
Patient reported right side rupture and noted being "be treated with antibiotics." The device remains implanted.